Event description:
It was reported that the insulin pump was exposed to moisture and there is fluid under the display. The customer also reported cracks on the insulin pump. Customer's blood glucose level at the time was unknown. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had a frozen screen due to moisture damage on the electronics. Moisture damage was also noted on the motor. The insulin pump had broken battery tube threads, a broken reservoir tube lip, minor scratches on the display window and a cracked case at the display window corners.